Manufacturer narrative:
As the serial number was not provided in the customer's initial report, the customer was contacted on (B)(6) 2017 to obtain additional information about the device. During this call, it was identified that the cable in question was a glidescope smart cable, not a glidescope spectrum smart cable as initially reported. In addition, the customer indicated they had returned this smart cable along with others. A review of the customer's order history revealed that the customer initiated a trade in/upgrade on (B)(6) 2017 which included the cable referenced in this report. Items returned as part of the trade in/upgrade program are destroyed upon receipt, unless identified as linked to a complaint. In this case the customer did not provide the smart cable's serial number with the initial report, therefore this trade in/upgrade was not identified as linked to a complaint and the smart cables were destroyed. As part of this trade in/upgrade the customer returned four (4) smart cables with the serial numbers (B)(4). A complaint history search revealed no previous complaints for these serial numbers. The verathon customer care representative that received the initial report was educated on the visual differences between the smart cable and the spectrum smart cable. Since all the returned smart cables were destroyed the cause of the reported loss of image could not be determined. Corrective action is not required at this time.

Manufacturer narrative:
The serial number of the spectrum smart cable was not reported therefore the manufacture date could not be determined at this time. The customer indicated they have received a replacement smart cable and the image issue has been resolved. The smart cable was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, image turns black during intubation. Reportedly a single use avl system was immediately made available for use. No delay in the procedure was reported. No harm to patient or user was reported.